Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2007 and that mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent cystourethroscopy due to recurrent stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain; recurring urinary tract and vaginal infections; vaginal odor, urinary incontinence and leakage; vaginal bleeding; blood in urine; lower abdominal inflammation; need for additional surgeries; psychological and emotional suffering. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.